Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's blood glucose (bg) level was over 500 mg/dl and multiple boluses were delivered to address the bg level. The customer suspected the cause of the high bg was due to the insulin becoming hot from the hot weather. The customer went to the emergency room and was admitted to the hospital for diabetic ketoacidosis. The customer was treated with an intravenous insulin drip and anti-nausea medicine. The customer was discharged the next day with the high bg and dka resolved. The customer was not sure if there was permanent damage. As the event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the event.